Manufacturer narrative:
(B)(4). The complaint chambers are currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the three complaint mr290 chambers were returned to fisher & paykel healthcare in (B)(4) and were visually inspected. The lot information is as follows: two from lot 130807, manufactured 7 august 2013. One from lot 131114, manufactured 14 november 2013. Results: visual inspection revealed that all three complaint devices had cracks near the base of the chamber dome. For all of the chambers the printing on the dome was slightly smeared. Residue and flow marks were observed on one of the chambers. A lot check revealed no other similar complaints for the lot dates provided. Conclusion: the smeared print, flow mark and residue suggest that the damage was caused by the chambers coming into contact with a solution containing ethanol/alcohol which has resulted in environmental stress cracking of the chamber domes. Every mr290 chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Maximum operating pressure: 8 kpa." Our monitoring and trending of complaints of environmental stress cracking in mr290 chambers has a rate of occurrence of (B)(4) devices per (B)(4) sold worldwide in the last year to the end of june 2014.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare field representative that three mr290 autofeed humidification chambers leaked during use. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare field representative that three mr290 autofeed humidification chambers leaked during use.no patient consequence was reported.